Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that there was a sound from the insulin pump however no alarm. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer also mentioned receiving a battery out limit alarm and stated that the batteries were removed from an extended period of time. Customer's blood glucose reading at the time of the call was 125 mg/dl. No further information reported.